Event description:
An e-mail report was received that stated the valve of the endotracheal tube was leaking and there was no tube available to return for failure investigation. No other information was provided. Attempts have been made to contact the reporter by e-mail, and to date there has been no response.